Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. The device is planed for an explant in the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device was discarded, therefore, it is not expected to be returned for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. The device is planed for an explant in the near future. At this time, this device remains in service. No further adverse patient effects were reported.